Event description:
It was reported that the patient experienced ineffective therapy with their scs system due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that lead migration was confirmed via x-rays prior the (B)(6) 2024 surgical procedure.